Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was on observation of jumpy impedances that resulted in a lead safety switch on this lead. It was determined that this was not a lead issue rather an issue due to the spring contact. There was also noise on electrogram when in unipolar but it was myopotential. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).